Event description:
Description: quality of the pen is extremely inferior. Earlier she was taking novo nordisk insulin for 30 years but never had any problem with pen. But when she switched over lilly insulin within 10 days the pen was not working and faced an emergency situation. We have written an email to their chair and chief executive officer (B)(6) of eli lilly and company, he did not even bother to reply. Our confidence on us product has gone down.